Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had been exhibiting increasing capture thresholds. On (B)(6) 2018, a lead revision was attempted but was unsuccessful due to difficult patient anatomy. The lead was reprogrammed and left in use. The procedure was completed successfully.